Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons were responding intermittently. The keypad was removed and adhesive was found under the contacts.

Event description:
On (B)(6) 2011, the distributor contacted animas alleging keypad button presses did not activate desired pump functions. There was no allegation that the alleged issue contributed to an injury.